Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was assessed as necessitating medical, or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional, and concerns a patient. The patient was injected with radiesse®. After the treatment with radiesse®, the patient experienced a vascular occlusion (reported as a vascular inclusion). The reporter was going to see the patient the morning of this report, and wanted medical advice. The outcome of the event was unknown.